Manufacturer narrative:
The reported event for ipg being inoperable was confirmed. As received, the ipg was inoperable due to a depleted battery due to the patient not charging in a long time. The battery was recovered and the ipg communicated, charged, and was functionally tested to manufacturing specifications using the autotester. The ipg passed all testing. There is sufficient information in the clinicians manual regarding maintaining the ipg battery charge. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.